Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a repeated recoverable error 32100 on arm 1. Prior to calling technical support the customer had attempted two system restarts but the issue remained. Customer also highlighted that the error appeared last week. Technical support engineer (tse) guided the customer to complete a patient cart emergency power off (epo) and on restart the error immediately appeared. Tse guided the customer to position arm 1 so not to impede a 3-arm procedure configuration using the port clutch, instrument clutch had no function. An additional recover of the fault was then completed unsuccessfully. Tse guided the customer to disable the arm. Tse enquired if the prostatectomy procedure could be completed with a 3-arm configuration, customer needed to confirm with the surgeon. Customer returned the call shortly afterwards and confirmed that the procedure went ahead with a 3-arm configuration. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the customer reported complaint was confirmed and replicated. In artemis, the 32100 error was indicating ac hardware current/voltage error channel I_brake1_l pointing to the axes controller, arm (aca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the 32100 error was triggered replicating the reported event. The unit was then installed onto an in-house patient side cart fixture test platform (pftp) where the unit failed the direction test on the pitch, verifying the pitch motor module to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the pitch motor module was found to be the root cause of the reported event.